Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip fracture occurred. Patient presented with stemi, in cardiogenic shock and intubated. An intra aortic balloon pump (iabp) was placed before starting the procedure. Vascular access was obtained via the right femoral artery. The 95% stenosed lesion was located in the descending circumflex (cx) artery. A 185cm str pt2 guide wire was advanced to the riva and cx vessel. Pre-dilation was performed with a 1.5x15mm non-bsc balloon and a 2.5x20mm maverick balloon was inflated to 12-16 atms. Then, 3 non-bsc stents, a 3.5x12mm (riva descending), a 2.5x14mm (pla stem), and a 2.75x18mm (unspecified vessel) were implanted and post dilation was performed with a non-bsc 2.5x20mm balloon. Timi 3 flow in the riva and pla was achieved. Post procedure it was noted that the tip of the 185cm str pt2 guide wire was lost in the distal pla-1. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable. The patient was discharged on aspirin, prasugrel and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip fracture occurred patient presented with stemi, in cardiogenic shock and intubated. An intra aortic balloon pump (iabp) was placed before starting the procedure. Vascular access was obtained via the right femoral artery. The 95% stenosed lesion was located in the descending circumflex (cx) artery. A 185cm str pt2 guide wire was advanced to the riva and cx vessel. Pre-dilation was performed with a 1.5x15mm non-bsc balloon and a 2.5x20mm maverick balloon was inflated to 12-16 atms. Then, 3 non-bsc stents, a 3.5x12mm (riva descending), a 2.5x14mm (pla stem), and a 2.75x18mm (unspecified vessel) were implanted and post dilation was performed with a non-bsc 2.5x20mm balloon. Timi 3 flow in the riva and pla was achieved. Post procedure it was noted that the tip of the 185cm str pt2 guide wire was lost in the distal pla-1. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable. The patient was discharged on aspirin, prasugrel and clopidogrel.

Manufacturer narrative:
Device evaluated by manufacturer: visual, microscopic and sem analysis revealed a guide wire fracture at the poly tip. The fractured proximal side is missing approximately 1.15 cm to 1.178 cm of poly tip. All device measurements were within the specification. Sem analysis revealed the guide wire distal tip fractured due to a fatigue tension overloaded on one direction, also the report indicates that no material anomalies was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).